Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The wife of the patient reported that the plunger got stuck on the piston rod when they attempted to change the insulin cartridge. A few units of insulin spilled into the cartridge compartment. The patient was able to dry out the cartridge compartment, and later return to using the device. Upon follow up, the patient reported that the device is "working perfectly." The patient did not require assistance from a healthcare professional, or second party to address the issue. No product will be returned for evaluation.